Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was implanted but the short, thin posterior leaflet did not remain inside the mitraclip after deployment. The clip remains attached to the thicker anterior leaflet. A second mitraclip was implanted to stabilize the first clip. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported single leaflet device attachment appears to be due to a combination of patient morphology/pathology (short and thin posterior leaflet compared to the anterior leaflet) and user technique/procedural circumstances (difficulty visualizing the clip due to patient anatomy). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was noted that the posterior leaflet was short and difficult to visualize. There was no additional information provided.